Event description:
Procedure: hernia repair (laparoscopic). Reportedly, the balloon on the trocar ruptured with several pieces of the balloon falling into the patient surgical cavity. All pieces were removed without difficulty. No patient injury reported.